Event description:
On (B)(6) 2006, I had a perigee bladder sling and monarch tvt put in for stress incontinence, vaginal mass. The sticker is uretex lot #c24062sup bard recorder# 485013 implant perigee-tm-system with intepro (tm) ref (B)(4) lot 438219006. After this had been in for 5 years, I have pain in my right leg, hip, groin and numbness in my right hip and buttocks cheek. Had to have it removed partially from my uterus on (B)(6) 2011 for it had eroded into it. I'm still having the same pain as before I had this removed. I limp and have a stabbing pain on my right side. I had no idea that this could happen, it was never told by the dr. The only information that was given was my body could reject it after the surgery. I feel this should be taken off the market so this will not happen again to another person. If this device is on recall I was never told about it. Perigee bladder sling and monarch tvt brand-bard, (B)(6).